Manufacturer narrative:
H4: the device was manufactured from november 19, 2020 - november 20, 2020. H10: the actual device was received for evaluation containing no fluid in the bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not flow. This was observed during patient infusion. It was stated the patient's PICC (peripherally inserted central catheter)line was smooth. There was no patient injury or medical intervention associated with this event. No additional information is available.